Event description:
It was reported that the guidewire wouldn't pass through the y-junction of the catheter. The catheter & wire were removed. A straight wire & another of the same make catheter were inserted through the previously place sheath. No pt injury or further complications reported.